Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/11/2016 with the following findings: during investigation, the pump was powered on th a clear and legible display. The original complaint of a line through the display was unable to be duplicated. Unrelated to the original complaint, visible moisture corrosion was found in the battery compartment. A crack in the battery compartment was found on the left side of the grip pad, and below the grip pad. A leak test was performed and failed due to the battery compartment crack. The pump was opened to find no moisture.